Manufacturer narrative:
Customer reports false positive results for known negative samples and controls when running new lot m2200059. Field associate performed initial troubleshooting with customer site and noted that customer is using quantstudio 7 flex 384 + hamilton liquid handler. Fam signals in negative samples and controls are coming above the threshold. Kit lots that have been used recently are m2200171 (shipped 19 may 2022) and m2200059 (shipped 5 may 2022). Clear corning pcr plates are being used. Not cleaning bores of hamilton pipetters with rnase away, 10% bleach, or 70% etoh. Using off label plates are most likely the issue, on site support will troubleshoot and provide suggestions. On 06/09/2022, field associate noted upon visiting customer site: customer cleaned bores inside of hamilton and saw much better outcomes with filtrous on site, plates are still not changed to the suggested endura plates. No patient samples were tested. This issue was noted when testing quality control material.

Event description:
Customer reports the fam signals in negative samples and controls are coming above the threshold and producing positive results. Kit lots that have been used recently are m2200171 and m2200059.